Event description:
It was later reported that the pump was replaced and would be returned to the manufacturer.

Event description:
The patient returned to the hospital because, the pump was alarming. The physician found repeated motor stalls with recovery listed in the pump event logs. The pump stalled on the day of interrogation. An x-ray was done. The patient did not show any underdose symptoms. The physician programmed the pump to minimum rate. He planned ¿cmm¿ and a pump replacement in (B)(6). The patient status was reported as ¿alive - no injury¿. The pump was delivering ziconotide. It was later reported that the pump had only been used to deliver ziconotide. The patient had not undergone an MRI. It was later reported that the physician decided to delay the pump replacement until september. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
The implant date for the pump and catheter were noted to be an approximate date. Product ID 8731 lot# serial# unknown, implanted: 2010 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft- bearing. The pump was received with a hard motor stall that later recovered during internal decontamination. During analysis, significant residue and shaft wear was found on the upper shaft of gear 2. Some residue was found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Addtional information: as of (B)(6) 2013, the pump replacement had not been done or planned. The patient was feeling "quite well", he had a modest return of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.